Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional (pci) procedure. Reportedly, after the plunger was retracted, there was no suture present. Three additional proglide devices were used with the same result. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Seven unused/sterile devices with part #12673-03 and lot #50303k1 returned for analysis. The sterile devices were visually and functionally tested with successful results. The unused returned devices did not show any indication of a product quality issue with respect to manufacture, design or labeling.